Event description:
It was reported that a 60-year-old female patient underwent a breast augmentation revision with two 325cc mentor memorygel breast implants and experienced bilateral rupture post-operatively, which was diagnosed with an MRI. As a result, the patient underwent explantation on (B)(6) 2026 and replaced with two 265cc mentor memorygel boost breast implants. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D6a. Implantation date: mentor is aware of the discrepancy between the date of implant and expiration date. Mentor has followed up to clarify but has received no additional information. For this reason, code a23 use of device problem has been added. If additional information is received clarifying the dates discrepancy, a supplemental report will be sent accordingly. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 05, 2026, the mentor failure analysis lab has received the device for evaluation. On march 12, 2026, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the breast implant had a crease/fold from the anterior view extending to the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear at the end of the crease/fold on the posterior view, measuring approximately 0.2 cm. No more areas of gel exposure were detected. The evaluation determined that the possible cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It was noted that, based on the date of implantation provided and the expiration date of the reported lot number, the devices were implanted after the expiration date. Multiple attempts have been made to obtain a clarification of the implantation date, however, no additional information has been provided. According to the product, insert data sheet sterility cannot be guaranteed if the product is used after the ¿use by date¿ shown on the box label. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).